Event description:
It was reported that during a percutaneous angioplasty procedure, a shaft fracture occurred. The 90% stenosed lesion was located in a non-calcified, moderately tortuous hemodialysis shunt. At some point, the physician encountered difficulty with the 4.0x20/80 f/g sterling balloon and the device was unable to be advanced or pulled back. The physician elected to remove the device with a snare. Once the device was snared, the catheter fractured inside the sheath. The sheath and the catheter were removed from the pt as a unit. The procedure was completed with another f/g sterling balloon. No further pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Returned product consisted of a sterling over-the wire (otw) balloon catheter with no original packaging. Two 3-way stopcocks were attached end-to-end to the inflation manifold of the sterling device and a 20 cc syringe was attached to each of the 3-way stopcocks. A snare, a guidewire and an introducer sheath were also returned with the sterling device. It was noted that the shaft of the sterling device was separated near the most distal of the proximal marker bands. As-received, the guidewire was engaged in the sterling device, with the distal tip of the guidewire protruding approx 16.5 cm from the distal tip of the sterling device. The guidewire was withdrawn from the lumen of both sections of the sterling device with only very slight resistance encountered during withdrawal. The sterling shaft separation was approx 29.7 cm from the strain relief at the proximal end of the catheter. The shaft separation consisted of a complete separation of both the inner and outer shafts. Microscopic examination of the fracture surfaces and the adjacent areas of the shaft revealed no evidence of a localized fracture initiation. There was also no indication of any material or mfg deficiencies that could have contributed to the separation. It is notable that much of the inner and outer surfaces of the shaft section on the distal side of the separation were covered with a dark material believed to be dried blood. The presence of dried blood on the surfaces of the shaft inhibited the inspection of the features of the fracture surfaces to some degree; however, the appearance of both the inner and outer shafts on both sides of the separation was consistent with a separation caused by tensile overload. The inner and outer shaft maintained concentricity at the fracture site, also consistent with a tensile fracture without bending. Visual and tactile inspection of the distal section of the separated shaft presented shaft kinks approx 20.2 and 22.0 cm from the distal tip. The kinks did not compromise the inner diameter (ID) of the lumen substantially, since only minor resistance was encountered during guidewire withdrawal. Inspection of the distal tip of the catheter revealed tip damage. Further inspection determined that the balloon was in a loosely folded state, consistent with a device that has not been inflated. Microscopic examination of the balloon revealed a pattern of impressions along the length of the balloon. The mfg records were reviewed and confirmed that no issues or discrepancies occurred during production of this batch that could have contributed to the reported event. This records review confirmed that the devices produced in this batch met spec prior to shipment. The most probable root cause is considered operational context. It is considered likely that the device met spec but performance was limited by interaction with pt anatomy, interaction with other devices or other procedural factors.